Event description:
The caller reported there was a leak in the pilot balloon of the pt's tracheostomy tube. The tube was removed and the pt was re cannulated with another 6dct.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.